Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction /sacral nerve stim. It was reported that their recharger was not charging, and they were unable to charge their implanted neurostimulator since a few days ago. The patient said they tried to switch cords but that did not resolve the issue. The patient stated the recharger lights were blinking back and forth when on the dock but no response when off of the dock. Patient confirmed a green light was coming from the dock when plugged in. An email was sent to the repair department to replace the device.